Manufacturer narrative:
This product was received for evaluation and the reported failure could not be duplicated. Tech services reported that a good image was shown with any baton. Additional part used: glidescope avl monitor: catalog: 0570-0314, sn: (B)(4). Additional part used: glidescope avl video baton 3-4: catalog: 0570-0307, sn: (B)(4). This MDR is being filed as result of a retrospective review.

Event description:
The customer reported that during a patient procedure, using a glidescope avl video baton 1-2, there was no image. No delay in the procedure or use of a back-up device was reported. No harm to patient or user was reported.